Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that this valve model 2800tfx25mm was explanted at implant due to severe central regurgitation. The procedure was performed via a full sternotomy approach. Regular perimount sizers were used parallel to the plane of the annulus. The valve was implanted supra-annular with a interrupted mattress suturing technique using pledgets. As reported, during valve suturing, the valve leaflets were observed to look abnormal, but the surgeon proceeded with the intervention. A lot of intravalvular leakage was detected on intraoperative echo performed once the patient was completely weaned off bypass and before decannulation and protamine administration. As per surgeon's opinion, the cusps of the aortic valve prosthesis were defective and the issue led to prolonged extracorporeal circulation, cross-clamp and operation duration. The device was successfully replaced with another valve model 2800tfx25mm. The patient outcome was an uncomplicated ICU stay (1 day) and planned to be discharged home. As reported, the surgeon is a very experienced surgeon (several thousands of aortic valve replacements).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation). The valve was explanted at implant due to a reported 'severe central regurgitation.' No intraoperative echocardiogram was provided. Thus, the 'severe central regurgitation' and 'a lot of intravalvular leakage was detected on intraoperative echo performed once the patient was completely weaned off bypass and before decannulation and protamine administration.' Reported in vivo could not be confirmed. As received at r&d, the valve presents with a severely bent commissure, severe leaflet folding/distortion, severe leaflet free-edge mismatch, and significant wavy coaptation. The leaflet presentation is apparently due to the severely bent commissure. None of these visual attributes would have passed the visual inspections performed at edwards at the time the valve was manufactured. The time point at which the commissure was bent is not known. Functional testing was performed in a pulse duplicator under simulated normal physiological conditions for the purposes of general information. The total regurgitant fraction (trf) of the valve as received was 9.5%, which is lower than the 15% maximum allowed for a valve this size per iso 5840-2:2015. Static leakage testing was performed in a steady backpressure leakage tester under pressures of 40, 80, and 120 mmhg. The leaflets come together with a moderate leakage path present at the center of coaptation that decreases in size with increasing backpressure. The leaflets free edges coapt in different planes with severe free-edge mismatch, most likely due to the bent commissure. The results from in vitro testing may be different from those obtained in vivo due to hemodynamic and environmental differences. The customer did not report seeing any damage or leaflet anomalies when the valve was removed from its packaging. The image provided by the customer shows the implanted valve with what appears to be creased/wavy leaflets and a gap between two of the leaflets in air, indicative of a bent commissure. A definitive root cause for how and when the commissure was bent and leaflets became creased/wavy could not be conclusively determined; however, it most likely occurred during handling/preparation or implantation by the customer. Based on the information available, a manufacturing defect has not been confirmed. H11: corrected data: corrected section h6 (component codes, investigation findings, investigation conclusions).

Manufacturer narrative:
H3: evaluation summary: customer report of central regurgitation was unable to be confirmed through visual observations. As received, x-ray demonstrated commissure 2 was bent inward, causing creases on leaflets 1 and 2. Sewing ring cloth was cut around leaflet 3 near commissure 1. Suture holes were visible around the sewing ring. Tagalert displayed "ok." Photo provided of implanted valve appeared to match lab findings. H10: additional manufacturer narrative: the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.